Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior lumbar fusion surgery at l5. Post-op x-ray confirmed implanted rod broke. Patient suffered with back pain. The product came in contact with the patient. The broken part is going to be reinforced with a connector to use 2 rod in re-operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.